Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the transmitter was bad and would not turn green after charging it for hours. The customer also reported that he was off the insulin pump for an unspecified amount of time and went into diabetic ketoacidosis and had kidney damage. The customer's doctor told him to continue insulin pump therapy. The customer had been retaining too much water and his doctor told him he had an infection. No further details could be obtained about the adverse event. The customer's most current blood glucose reading was 179 mg/dl. The sensor and transmitter were replaced.